Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks which exhausted therapy. Additional information indicated that the patient was very ill with the flu and the physician believes this issue was the result of the patient's illness and not related to the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.